Event description:
On (B)(6) 2013, mother reported the vibration alarm on the infusion device does not function. The settings were verified, and the issue was confirmed during the troubleshooting call. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported in relation to this event, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.